Manufacturer narrative:
(B)(4). The proglide device (part #126730-05; lot #62172-6h) was submitted on a separate medwatch report. The plunger, suture, link, needles, and cuffs were not returned, limiting the scope of the investigation. During device testing, a proxy plunger was used to deploy the needles and the result was successful. Foot deployment/parking and needle trajectory were acceptable. No mfg or quality issues were detected. A root cause for the reported oozing could not be determined based on investigation findings. Review of the device history record for this lot did not produce any findings relevant to this investigation.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure after an interventional procedure. Reportedly, when the rail suture was pulled to advance the knot and the whole suture came out of the artery. A second proglide was used; however, oozing was observed after the knot was deployed and the device was removed from the artery. The oozing was reported to be from the tissue tract. Manual compression was applied for approx 1-2 minutes. Although oozing from the tissue tract continued after compression, no hematoma was noted. The pt was discharged the next day without post closure complications and there were no reported adverse pt effects. Though requested, no add'l info was available.